Event description:
The reporter stated that she heard about a "meter being recalled" and contacted lifescan. The patient had called her from camp "a while back" and said that he kept getting an er1 on his surestep meter. No changes were made in medication, no allegation of harm was made. When he returned from camp, the meter was cleaned and worked fine.